Event description:
The customer contact reported that the screen was blinking on and off and the touchscreen was not functioning. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not function. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the keys on the touchscreen were responsive when pressed, however the key alignment was slightly off-centered. A probable cause of the customer complaint of the touchscreen not responding was due to contamination on the touch screen caused by fluid ingress, which altered the characteristics of the touch screen. The probable cause of ingress may be due to the use of the device in the customer environment. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.